Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately low compared to a laboratory device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began at an unspecified date and time in (B)(6) 2014. The patient reported obtaining a blood glucose result of ¿315 mg/dl¿ with the subject meter and ¿383 mg/dl¿ on the laboratory device. The tests were performed within 10 to 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. During the follow-up call, the patient stated that he tests his blood glucose three times a day and that his normal blood glucose range is between ¿110-120 mg/dl in the morning, 300 mg/dl in the afternoon and 200 mg/dl at night¿. The patient informed the csr that he manages his diabetes with insulin (self-adjuster) and claimed he decreased his dose of insulin before dinnertime as a result of the alleged inaccuracy issue. During the follow-up call, the patient reported developing symptoms of a ¿hypo¿ an unspecified time after the alleged inaccuracy issue began and described his symptoms as being ¿very weak, sweating, tremor and feeling really cold¿. The patient reported that a blood glucose test was performed with the subject meter at the onset of his symptoms and results of around ¿60-70 mg/dl¿ were obtained. The patient informed the csr that the symptoms often occurred at the end of the afternoon. During the initial call, the patient reported being treated by a visiting nurse with 105 units of insulin as a result of the alleged issue. During the follow-up call, the patient was unable to confirm the dose/type of insulin that was administered. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for a high blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
The patient¿s meter has been returned on 4/3/2015 and evaluated by lifescan product analysis on 4/7/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.